Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 120 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime, displacement, and high pressure tests passed. The self test could not be completed due to the insulin pump being in the low battery status. Prior to the event, the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.